Event description:
The universal wash reagent bottle tubing on the analyzer was crimped, which could cause falsely elevated troponin I results to occur at a magnitude that might initiate cardiac catheterization. There was no report of patient harm as a result of this event.